Manufacturer narrative:
H4: the lot was manufactured from august 05, 2019 - august 06, 2019. H10: one (1) actual sample and a video were received for evaluation. A visual inspection performed on the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no issues noted. The reported conditions of pm (particulate matter) and leak were not verified. The video of the unknown sample underwent inspection which observed a white floating pm in the lower right side of the bag. A zoomed in area on the video was performed and no leak was observed. The reported issue of the pm was verified on the video sample; however, it could not be confirmed if the sample that was received was the same sample in the video provided. The remaining five (5) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 6 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were defective. The defects were further described as a leak coming from an unknown location and foreign matter found inside the bags. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.